Event description:
It was reported that the patient fell, landed on her side and had a right atrial (ra) lead polarity switch from bipolar to unipolar. Shortly afterward, the patient began to experience intermittent pocket stimulation. Approximately seven months earlier an atrial lead integrity alert (lia) was triggered for low impedance. The patient was referred to an interventional cardiologist for probable atrial lead replacement. According to manufacturer records, the lead remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 ipg, implanted: (B)(6) 2011. (B)(4).